Event description:
It was reported a fractured PICC. No other information was provided. Customer response received 12/18/2023: patient had an extravasation injury from the PICC fracture. Customer response received 12/27/2023: I can confirm this was a partial fracture of the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. H3 other text : device not returned.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported a fractured PICC. No other information was provided. Customer response received on (B)(6) 2023: patient had an extravasation injury from the PICC fracture. Customer response received on (B)(6) 2023: I can confirm this was a partial fracture of the catheter.